Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Lv capture threshold variable but generally rises from 1.375 to 2.5 volts between (B)(6) 2014 and (B)(6) 2015.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead. Both superior vena cava (svc) and rv coil impedances were rising and elevated. A lead fracture is suspected. A rv lead revision is scheduled. Additionally the left ventricular (lv) lead exhibited increased thresholds. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.